Manufacturer narrative:
(B)(4). Batch#m92u7d. Device evaluation: the device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A batch history record review was performed, and a nc was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, first device- error -replace instrument. Detached and reattached device to generator resulting in same error. Second device- part of the jaw broke off. Third device worked properly. There were no adverse consequences for the patient.